Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Edema and pain are known potential adverse events addressed in the product labeling. The event of headache is considered to be an unexpected non-serious event that is not addressed in the labeling.

Event description:
Healthcare professional reports patient injection with 1 ml juvéderm¿ voluma¿ with lidocaine in the malar region. The next day patient experienced edema and serious pain in the right hemiface and headache. Single dose of duo decadron x 16 mg im - 1 ampoule of diclofenac sodium im + ¿cefalobroxico¿ x 500 mg per 5 days - dololed provided as treatment to avoid hemiplegia. Symptoms resolved 2 days later.